Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise with some oversensing during an untreated event. The patient came into the clinic for testing, and noise could be recreated through left arm movement and pocket manipulation, indicating a pocket fracture. X-ray imaging was performed. Technical services (ts) was contacted, and ts discussed causes and options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms, and tachy therapy had been programmed off. Subsequently, the electrode was explanted and replaced. No additional adverse patient effects were reported.